Event description:
Additional information provided: (B)(6)2024: received sample shipment update from pc_europe: "please find fedex response attached. Sadly, this shipment needs to be considered as lost/destroyed since chinese customs destroyed this shipment. (B)(6)2024: follow-up 1st attempt comments (rec): "- could you please specify the date of the event?"(B)(6)" - please confirm the number of products involved. "(B)(4)" - was there any impact on the patient (serious injury, medical intervention, change in treatment required)? "No". - did the malfunction cause a needlestick injury to healthcare personnel or the patient? "No". - were healthcare personnel exposed to blood or body fluids? "No". - were there any problems with the safety device? (Retraction failure, protection failure, safety device failed to cover needle properly. Indicate if the device malfunctioned before or during use). "Retraction failure". - were other measures taken? "No". - please confirm if samples are available for investigation. If so, please specify whether the samples are: - unused (before use). - used (during or after use). Important: if used, please confirm whether the samples have been used or are contaminated with blood or cytotoxic drugs. "We have other kt of the same serial number, but this one has been disposed of in a canula container." - please also let us know the full collection address, contact name and number, department name, floor number and any additional details such as (collection from reception, goods in yard, etc.) And we will schedule a sample collection request for you using the tnt carrier. "Mme manach lhospitalet 33 rue pasteur 41800 montoire sur le loir" - if it is not possible to return the physical sample or if it is not available, can you provide photographs of the product concerned, representative of the defect reported?"

Manufacturer narrative:
(B)(4) follow up report for additional information, correction, and device evaluation. Annex a code was incorrect in the initial MDR. Annex a code should be a0510 - retraction problem. Annex e code was incorrect in the initial MDR. Annex e code should be e2403 - no clinical signs, symptoms or conditions. Annex f code was incorrect in the initial MDR. Annex f code should be f26 - no health consequences or impact. Device evaluation: in response to the event reported a device history review was conducted for lot number 3237948. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although a sample was returned, the returned unit was seized by chinese customs and destroyed. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd saf-t-intima prn bl 22ga x 0.75in needle retraction failed. I would like to report a malfunction (following fei declaration) concerning a secure intima straight microperfuser 22g 3/4 19mm kt whose canula did not retract. This is an isolated incident. The product reference is 383328. Incriminated lot number = 3237948; expiry date 31/08/2027. Have you received other reports with this batch number?

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.